Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Event description:
Healthcare professional reported for right side "intracapsular rupture", "leak outer right breast onto axillary lymph node", "ovoid lesion which would be in keeping with the previously biopsy proven right breast fibroadenoma", "lobulated fibroadenoma", "leaking implants with extracapsular silicone in nodes", "calcification", "fibrocystic change or smaller fibroadenomata". The device remains implanted.

Manufacturer narrative:
Device photo: visual analysis of the photographs identified: opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.